Event description:
It is reported that the patient was revised due to pain, wear, osteolysis, loosening, and breakage.

Manufacturer narrative:
This report will be amended when our investigation is complete.